Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that per manufacturer representative (rep) right ins being removed due to normal battery depletion. Plan to move to percept pc and brainsense. This change out went smoothly. Left ins was being removed to move to percept pc to utilize brainsense. Impedances were checked with 37603, 37086 and 3387 lead all were in normal range. Sc battery removed and percept pc connected to existing lead/extension. Connectivity check was good but impedances were showing high on contact 1, 2, 3. 0 was the only contact showing normal impedances. They attempted impedances multiple times, pulled out lead, wiped it down, rotated lead and still showing high impedances. Swapped ports, re-tested impedances and same values on high impedances. They went back to sc and re-tested and saw normal impedances. They opened a 2nd percept pc, tested impedances with lead in top port and saw the same >5,000 on contacts 1, 2, 3 and >10,000 ohms on bipolar values. They then removed, wiped down extension and rotated and reinserted lead in top port then 2nd port, ran impedances again values are showing same contacts roughly same values. Technical services (ts) didn't collect specific values at time o f call. Impedances were run using manual and auto. Ts had them reconfigure the lead 2 times and resetting the ins 2 times, this did not change outcome. Two tablets didn't get to reinterrogate the percept pc as that had already been replaced with the sc battery. Ts didn't collect specific values at time of call. Rep didn't have an ens and alligator clips to test the extension/lead combo. Rep also didn't have another 37603 available for the case and was over 2 hours away. Since the left battery had a battery level of 2.88v, they talked with the family. It was decided to reimplant the current sc battery. Longevity estimate was provided based on the following settings: l1: 1+2-3+ 2.5v, 120pw, 90hz, using estimated impedance of 2380, l2: 0.5v 120pw. 90 hz using estimated impedance 2160 ohms, estimation provided was for: eri: 6.38 years, eos: 6.63 years and patient has had ins for just over 5 yrs. Pt potentially have 1-1.5 years prior to next change out. Caller was transferred to healthcare information technology (hcit) to capture all reports/logs from both tablets.

Manufacturer narrative:
H3. Analysis of the ins (s/n (B)(6)) found no anomaly. Analysis of the ins (s/n (B)(6)) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.